Event description:
It was reported that "fixation pin broke off at the top of the threads when it was being removed. The part of the pin that broke off in the pt's bone was left in. The revision driver was being used to remove a screw for a different size. When the surgeon tried removing the screw, the driver was not fully engaged and resulted in two teeth on the driver breaking off".

Manufacturer narrative:
Add'l info has been requested and if made available, will be reported in a supplemental. Result, and conclusion will be made available following engineering eval.